Event description:
The advocate stated that she received a reading of 83 mg/dl from the customer's contour meter and passed out sometime later. The customer went to her doctor for a checkup the same day. Her blood glucose was tested while at the doctor's office and the reading was 40 mg/dl. The advocate did not provide any more information about the event. The customer's test strips were returned for evaluation. The advocate also insisted the meter be replaced. Replacement products were sent to the customer.